Event description:
The customer reported being hospitalized due to hyperglycemia and high blood glucose of over 500 mg/dl. The customer was experiencing high glucose for a few days. Troubleshooting was performed. The customer stated that he also had an eye infection, and medication side effects. Reviewed the alarm history and found off no power alarms. The programming on the insulin pump was correct. Ran a fixed prime test and passed. The customer stated that a couple of days after his admission, he noticed that the time, date, and basal rates needed to be reset. The customer also mentioned receiving several lost sensor alarms. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further info will follow once the analysis has been completed.